Event description:
Pt initially called pt services of MFR complaining that the device was not working and is delivering "electric shocks" at the ipg site. Pt stated that the physician suspects a lead problem and the device has been turned off. Pt was upset about insurance coverage issues experienced with hcp, etc. F/u with hcp revealed pt experienced complaints, had breakage of the lead, and system was replaced. Placement of lead is in the occipital area which makes it susceptible to breakage. New device system has been working well and pt was doing satisfactory at recent programming.